Event description:
Pt reports pump has not helped reduce their pain despite drug increases in pump. Hcp reports rotor and dye studies were performed in 2007. Rotor studies were revealed "failure of the motor to pump". Dye studies revealed that the distal catheter tip was no longer in the intrathecal space, but in the epidural space. The pt is not suffering from drug withdrawal, but have not rec'd adequate pain relief since the pump was implanted. The drug in the pump is dilaudid (40 mg/ml) and bupivicaine (3.5 mg/ml) at a daily dose of 12 mg/day. The pt is scheduled for a total system replacement (pump and catheter) one month later. See MFR report #6000030200700765.